Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. It was reported by a sales rep that, since the beginning of this year, the doctor reported that approximately 2 sutures in total, about 1 out of every 7 to 8 sutures, had poor tissue passage. This phenomenon was described as the suture having a knot so that it gets caught. As the product has been used for a long time, the doctor said that locking during suturing is unlikely. It was not a control release needle. The reported product was used to complete the case. No sample will be returned. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - please provide the lot number. Unk. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6). --- "* was any knot was observed in the newly dispensed suture before use in the patient? Unk * were there any issues with the barb engagement or suture loop? Unk * are there any photos available for visual analysis?unk * please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager) (B)(6). The manufacturing records could not be reviewed as the batch/lot number is unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - how many devices demonstrated the alleged deficiency? - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 4/15/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - how many devices demonstrated the alleged deficiency? =>unknown. - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager).=>(B)(6).